Manufacturer narrative:
Plant investigation summary: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon startup, the unknown alarm was confirmed to be the power fail recovery failed message. The cycler touch screen test also failed. When powering on the cycler, the ok, stop and up/down arrow push buttons did not illuminate and the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The cycler also failed the pump door test and the door would not close. This issue was caused by the system staying pressurized from being stuck on the power fail recovery failed screen. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank and the cycler powered down during their peritoneal dialysis (pd) treatment. The cycler was securely plugged in. There were no recent power outages in the home or in the area reported. The ok and stop keys were on, however the screen remained blank. The patient rebooted the cycler several times but the issue remained. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. The patient called a second time to report the cycler alarmed with an unknown message and the cassette door could not be opened. The technical support representative advised the patient to power down the cycler. It was reported that the patient will not perform alternate treatment. Follow-up attempts were made to obtain additional information, however no response was received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.